Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece. It was reported that when the coag button was pressed for more than 5 seconds, it switched to cutting. The sales rep attended and the sound changed obviously, and the cut section was illuminating in the generator. As they had already purchased the generator, the sales rep replaced it with a backup machine. As the defect event occurred just before the end of the procedure, it could not be confirmed whether the same event occurred with a backup machine. Pressing the coag button for more than 5 seconds was not likely to occur in the usual procedure. There was no patient involved.